Manufacturer narrative:
The device was returned with the cannula fully deployed and the slide insert was visible in the viewing window. No damages or defects were found with the needle mechanism that would cause the needle to deploy early. The device data indicated the device operated correctly and was deactivated at 56 pulses. The cause of the needle deploying early could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported the needle/cannula deployed early, indicating a needle mechanism failure. The patient's blood glucose levels were 19 mmol/l (342 mg/dl) at the time and the pod was not worn.